Event description:
Boston scientific received information that the patient heard a beeping tone and upon interrogation this cardiac resynchronization therapy defibrillator (crt-d) displayed an error code. A memory download was performed and sent to boston scientific technical services (ts). Ts discussed that the fault code indicates an oscillator deviation and it is related to an hardware fault. The fault may have been reset, as there is no record of it in the disk or memory download. The mechanisms for causing an oscillator deviation do not affect depletion rate. Nominally about 5 months of longevity should remain. The device is malfunctioning and should be replaced much sooner. The patient was scheduled for device replacement. The device remains in service. No adverse patient effects were reported. Additional information indicates that the device was replaced on the date the patient was checked. No adverse patient effects were reported. The crt-d was explanted and was no longer in service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.